Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the patient's outcome could not be conclusively determined through this evaluation. It was reported that no autopsy was performed and that heartmate 3 lvas will not be returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction,¿ lists multiple types of organ failure and dysfunction (including respiratory failure), venous thromboembolism, arterial non-central nervous system (cns) thromboembolism, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This section also explains that the heartmate 3 left ventricular assist system is contraindicated for patients who cannot tolerate, or who are allergic to, anticoagulation therapy. Section 6 of the IFU, ¿patient care and management,¿ lists thromboembolism as a potential late postimplant complication. This section, under ¿anticoagulation,¿ provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected; section d4 catalog number: corrected; section d4 primary UDI number: corrected; no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away from multisystem organ failure. In the days following pump implantation and extubation, the patient had worsening labs as well as lactic acidosis and decreased urine output. The patient began having respiratory distress and chest pain. The patient was reintubated on the 3rd day post-op, continued to have worsening labs, and was coagulopathic with multiple thrombi identified. A right ventricular assist device (rvad) was placed to combat worsening shock and the patient was given the max-dose of vasopressors. The left ventricular assist device (lvad) was functioning without issue throughout this period. The family decided to pursue comfort care and the patient passed away shortly after discontinuing lvad care. The cause of death was suspected to be coagulopathy, either disseminated intravascular coagulation (dic) or heparin-induced thrombocytopenia (hit), although the hit panel was negative.